Manufacturer narrative:
The surgeon opines that the device was damaged during implant while securing the device in place with sutures. The surgeon also reports cutting the device during the explant procedure. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound." The insert also states "do not suture through or cut into the drain as this may result in breakage and/or fragment retention in the wound."

Event description:
International customer reported that a drain, used after a cesarian section, broken while the surgeon attempted a routine removal. During removal the doctor felt resistance and cut the drain. He attempted then to remove the drain with forceps at which time the drain broke. The retained fragment was removed laparoscopically. The patient is recovering.